Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 425 mg/dl because pt was out of insulin in the reservoir and she was not able to change the set on her own. The current blood glucose was 401 mg/dl. Customer treated high blood glucose with bolus. Customer did not want to troubleshoot for it. Customer will monitor the insulin pump and callback if issue persist for troubleshooting. The insulin pump will not be returned for analysis.